Manufacturer narrative:
The investigation is on-going at this time. The impella product was discarded in (B)(6) 2020. Whether more details are forthcoming is not known at this time. Nor are we aware if data log analysis will be possible. The covid conditions have prevented further follow-up. Should more details be share that lead to a root cause of the cva/stroke, a final report will be filed.

Event description:
A (B)(6) year old patient in (B)(6) was admitted in cardiogenic shock suffering from an acute myocardial infarction. He was taken for cardiac catheterization and coronary angioplasty. Multiple vessels were intervened upon and for hemodynamic support an impella cp and ECMO were inserted. The impella supported the patient for 5 days when it was explanted due to concerns of thrombus attaching to the impella pump. The patient had suffered a stroke on the 4th day of support. The impella was removed first and the ECMO circuit subsequently. The patient expired. The stroke/cva and outcome of the patient's death were shared with abiomed months after the support and explant via a registry.